Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inaccurate depth markings is inconclusive because the original alleged devices were not returned for evaluation. Four 3 fr single lumen powerpicc provena catheter kits were returned for evaluation. An initial visual observation showed three of the kits were returned sealed and one kit was returned opened and empty. The three kits returned sealed were each opened, and the catheter within the kits were measured and inspected and were found to be within specification and each sample was found to have the correct depth markings. The depth markings printed on the catheter are intended to indicate the distance beginning from the zero depth marker. While the catheters returned for evaluation were found to be within specification and displayed the correct markings, the alleged devices were not returned for evaluation; therefore, this complaint is inconclusive at this time. As a note, the product IFU states: ¿measure the distance from the insertion site (zero mark) to the desired tip location.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the PICC lines come manufactured with markings on the catheter. The markings represent a centimeter and a number is represented every 5th marking (ex. 5, 10, 15 etc). It is documented in the patient¿s chart the length the catheter is measured and cut. We had to open and use two separate PICC line packages for this patient because the markings were inaccurate. One catheter had the number 10 marked after 12 centimeter marks and the other catheter had the number 10 after 11 marks. This discrepancy makes it difficult to get an accurate measurement and can result in opening and using multiple PICC catheter kits per patient. Also, for removal purposes the length should be accurate and correlate with the documented measurement to ensure no part of the catheter was retained during removal." This report addresses the catheter that had the number 10 marked after 12 centimeter mark.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reen1175 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reen1175) have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported "the PICC lines come manufactured with markings on the catheter. The markings represent a centimeter and a number is represented every 5th marking (ex. 5, 10, 15 etc). It is documented in the patient¿s chart the length the catheter is measured and cut. We had to open and use two separate PICC line packages for this patient because the markings were inaccurate. One catheter had the number 10 marked after 12 centimeter marks and the other catheter had the number 10 after 11 marks. This discrepancy makes it difficult to get an accurate measurement and can result in opening and using multiple PICC catheter kits per patient. Also, for removal purposes the length should be accurate and correlate with the documented measurement to ensure no part of the catheter was retained during removal." This report addresses the catheter that had the number 10 marked after 12 centimeter mark.